Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process of their insulin pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to switch to multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was dispatched by technical support. The customer was also instructed on storage and return procedures for the faulty pump, which was covered under warranty, and acknowledged receiving this information.